Event description:
Medwatch report explains that metzenbaum scissor that was used during a procedure was noted to have a broken tip. The broken scissor tip was noted during the surgical case. The scissor was known to be intact at the start of the case. An x-ray was taken and read by a radiologist. No foreign body was noted to be in the wound. The room, drapes, and sponges were thoroughly searched but the missing tip was not found. Instrument tray had been sent for sharpening and maintenance on last summer.

Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint has been confirmed. Evaluation of the instrument confirmed the tip is broken. One of the tips is fractured, the broken portion was not returned for evaluation. The fractured surfaces do not show excessive evidence of metallurgic defects such as corrosion on the base metal. This instrument appears to be old, excessive wear was noted throughout the metal surfaces. The cutting surfaces are dull and suggest excessive use over a prolonged period of time. The exact manner in which the tip broke could not be verified, however; it is likely that excessive force was applied to the instrument during use to compensate for dull cutting edges and resulted in tip damage/breakage. It is recommended that these instruments be sharpened/maintained regularly to insure proper function and prevent damage/breakage. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.